Event description:
It was reported that a pump keypad is defective. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no (B)(4). The baxter device evaluation found the #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the "abc" key is selected, ay will be displayed interfering with the mdl drug search). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.